Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after nearly 1 month dental implant was installed intraoral region 7#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type I, immediate load and immediate implant were performed and trauma over the implant has happened.